Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had a button error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.